Event description:
It was reported that, three years prior to report, the pump stopped working right. It had reportedly been a ¿multiple failure¿ of both the pump and catheter. Initially, the spinal catheter was replaced because the tip had clogged at the end of the catheter. Next, the pump was replaced due to a ¿mechanical failure¿ where the pump ¿jammed internally¿. After that, the segment of catheter that went from the pump to the spinal column was replaced as it had also clogged. It was stated that the patient had to wait weeks between the three surgeries to allow the incisions to heal. During that time, the patient was on oral medications that were reportedly not as effective. It was indicated that the patient had no long term consequences of the surgeries besides the scar on his back. The device system had been used to deliver morphine, baclofen, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-9, lot# n131332, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: accessory.

Event description:
Additional information received reported the patient first began receiving treatment with baclofen after implant and still currently had baclofen in the device. The daily dose and concentration of medications being received at the time of the occlusions was not available as the patient could not remember and no longer had the printout. The patient could not remember if he was taking any oral medications at the time of the event. It was reported the catheter migrated in (B)(6) 2009 and it was unable to be repositioned in (B)(6). The catheter was also occluded and the surgeon reportedly tried to fix it but was unable to get it connected to the pump properly so the pump was removed and a new pump and catheter were replaced. The patient was unsure if the old catheters were removed or if they remained. Symptoms related to the catheter issues that the patient experienced included increased pain and "some detox symptoms" which included nausea, vomiting and body aches. It was also reported the actual residual volume versus the estimated residual volume did not match. The patient was unable to recall the actual volumes and the dates that it was observed however the patient knew "they talked about a discrepancy". The patient was not aware of where the catheter issues were located, no dye study or rotor studies were performed and the health care provider (hcp) reportedly "went off the volume discrepancies". The exact actions that were taken to resolve the issues included a catheter migration revision on (B)(6) 2009 and the pump and catheter replacement on (B)(6) 2009. The patient fully recovered following the catheter issues and it was noted "the pump has worked very well" .the patient was very happy with the device as he had been able to move around so much better than he expected. It was stated, "this has really saved me over the past few years. I have been able to go back to work full-time".